Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of a poor image was confirmed as a dark, blurry image due to a bad charge-coupled device. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd camera head had an image problem: poor image. The issue was found during a cystoscopy procedure that was completed with an identical second-model camera. There was an approximately 5-minute delay in the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, it is likely that poor communication occurred due to the failure of the charge-coupled device (ccd) which caused the blurry image. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.